Event description:
The depress able portion of the shunt valve would depress and not refill, implying an obstruction in the valve. We could not prime it with fluid. (B)(4) 2014 additional information from the rep explained here are the answers to your questions... When did the event occur? (B)(6). I was notified this morning (B)(6). Were there any adverse consequences to the patient? No. Was there a delay in surgery over 30 minutes? No. The used a different precision valve without incident. Did this event occur intra-operatively? Yes, but it happened prior to implantation. (B)(4) 2014 more information from the rep explained, the valve was never implanted. He was priming the valve prior to implantation when he discovered the issue. Dr (B)(6) set the valve aside and implanted a different valve.

Manufacturer narrative:
Upon completion of the investigation it was noted that the lot number is 268992 and not 514770 as previously reported. The valve is a precision valve with 4 dots. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water; no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code ns5489 with lot number 268992 conformed to the specifications when released to stock on the 17th september 2012. No root cause could be determined as no problem was found with the valve. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
Please be advised that the lot number is 514770 not 268992, the expiration date is 4/30/2019 not 8/31/2017 and the date of manufacturer is 5/30/2014 not 9/17/2012 as previously reported. The valve is a precision valve with 4 dots. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water; no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code ns5489 with lot number 514770 conformed to the specifications when released to stock on the 30th may 2014. No root cause could be determined as no problem was found with the valve. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.